Event description:
It was reported that high impedance was seen during an initial implant surgery. Impedance outside of the pocket was high at 5492 ohms, and a second diagnostic showed ok at 4782 ohms. The lead pin was re-inserted and impedance was ok at 5000 ohms. A generator diagnostic was performed resulting in 3666 ohms. A system diagnostic with the test resistor resulted in 3753 ohms. The test resistor was used on a demonstration product with results of 4000 ohms. The surgeon then implanted a new lead which resulted in system diagnostic results of 1115 ohms. The lead was returned to device manufacturer for analysis. Analysis of the lead was completed on (B)(6) 2013. Two sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. The lead connector was inserted in a representative pulse generator header and no anomalies that could prevent proper insertion were identified. Also, the lead electrodes and the anchor tether were installed in a training fixture with no anomalies identified that would prevent placement of the electrodes or anchor tether. The condition the returned lead is consistent with conditions that typically exist following manipulation of the lead.